Event description:
It was reported the pt was implanted in (B)(6) 2 years ago, and used the audio processor for a couple of months, but then took it off. No accident or trauma has been reported.

Manufacturer narrative:
UDI code not available for this device. The device was not explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.